Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind test, self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No smell of insulin or moisture damage on electronic, motor, vibrator and battery tube assembly during visual inspection. The pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer treated with manual injections and the pump. Customer's blood glucose value was 270 mg/dl at the time of the call. Customer reported that they did contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. The product was returned for analysis.